Manufacturer narrative:
(B)(6).

Event description:
It was reported a patient received inappropriate therapy due to intermittent undersensing on the atrial channel. Egm anomaly did not capture the correct time the initial svt part of the episode was stitched. An ams episode was incorrectly seen again at the beginning of the vt-2 episode. The vt-2 diagnosis, therapy, and return to sinus was supposed to intact with the svt episode but instead was stored in the second half of the vt-2 episode. The cause was due to large p-waves followed by undersend p-waves. Programming changes were recommended. No further information is available.